Event description:
It was reported that the cassette was not attached properly error was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 30june2022 via email and attached to complaint object: no patient incident ? Found during testing. H6: event problem and evaluation codes: updated

Manufacturer narrative:
Event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Replaced dso (downstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.